Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an alert for high out of range shock impedances. Further review noted the impedances have been gradually increasing. At this time, the lead remains in service and the patient is being monitored. No adverse patient effects were reported.